Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was in a failed unit. A technical support specialist (tss) dialed in to the station, then enabled, disabled and refreshed the network interface card (nic) for the drawer. The tss rebooted the station. The issue was resolved. No failed hardware icons were present on the station. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station suddenly displayed the error message med is in failed unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.